Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed: hysterectomy. "Pathology : evolutionary myoma with endometriosis sample. After some complete successful cycles, the edges of the instrument remained stuck. The surgeon couldn't open the instrument. The edges remained closed on the patient's tissue. That was the right vaginal angle. The surgeon had to clamp to pull on the instrument remained. (B)(6) was present to the procedure. The instrument used for the procedure is at the pharmacy of the hospital to be taken over by applied. Additional info received from (B)(6) by email on 18-11-2016: additional information: prior to this event, scrub tech steam cleaned and wiped down jaws of the device but did not run the blade. Event: surgeon was not able to open the device handle. He tried to push the latch forward to assist the stuck blade trigger but it did not work. After multiple attempts to open the device handle, surgeon needed other instrumentation to remove the handpiece. Circulating nurse took the handpiece and the jaws were still stuck together. She was able to open the jaws/handle by pushing the handle latch mechanism forward. Once she was able to open the handle, she ran the blade through the blade channel and it worked. Tissue was also stuck on the jaws and she wiped down the device after running the blade. Other information: was not a bigger bite than normal, but case was a little more bloody than usual. " patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
Investigation summary: the event unit was returned for investigation. Upon visual inspection, engineering observed that eschar appeared to be blocking the blade path of the lower jaw channel and the blade was unable to move further than half of the jaw length. After the eschar was removed, blade functionality was restored. The blade was actuated and engineering confirmed that the blade was able to retract smoothly along the full length of the jaws. The root cause of a stuck blade lever is due to tissue trapped in the lower jaw of the device. The instructions for use (IFU) warns the user that "build-up of eschar can negatively affect sealing and cutting performance...use a gauze pad soaked with sterile water or saline to remove eschar." Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.